Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) and serum bilirubin, and the ventricular assist device (vad) exhibited increased flow and power consumption. Despite the heparin treatment, the patient¿s ldh and flow continued to rise, and tissue plasminogen activator (tpa) was initiated. Flow and power again increased, and another bolus of tpa was given. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was also reported that the patient was admitted due to experiencing a suspected ventricular assist device thrombus. The tissue plasminogen activator treatment was successful and the patient was discharged.

Manufacturer narrative:
Corrections: a3, b2, b5, d6, e1 a supplemental report is being submitted for corrections. A3 sex corrected from male to female. B2 outcome attributed to adverse event corrected from intervention required, hospitalization to life threatening, intervention required, hospitalization. B3 date of event corrected from on (B)(6) 2020. B5 description of event problem corrected to include that the patient was admitted due to experiencing a suspected ventricular assist device thrombus. The tissue plasminogen activator treatment was successful and the patient was discharged. D6 implanted date corrected from on (B)(6) 2020 to on (B)(6) 2019. E1 facility name corrected from (B)(4) and region corrected to (B)(4) (002). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed through log file analysis which revealed several increases in power consumption and estimated flow to parameters above normal operating range. Of note, it was reported by the site that the patient received a heparin treatment and tissue plasminogen activator (tpa) treatments, which corresponds with the subsequent decreases in power consumption and estimated flows observed in the logs. Log files revealed also revealed that current power consumption and estimated flows are within baseline parameters as of 03-nov-2020. 4 low flow alarms have been logged since 21-sep-2020 and 62 high watt alarms have been logged since 14-oct-2020. Information received from the site indicated that, in addition to the high power, the patient experienced elevated lactate dehydrogenase (ldh) and bilirubin levels. Additional information received from the site indicated that the patient was admitted due to suspected thrombus and the tpa treatment was successful. There is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. A correction supplemental report is being submitted for additional event details. Product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Log file analysis revealed several increases in power consumption and estimated flow to parameters above normal operating range. Of note, it was reported by the site that the patient received a heparin treatment and tissue plasminogen activator (tpa) treatments, which corresponds with the subsequent decreases in power consumption and estimated flows observed in the logs. Log files revealed also revealed that current power consumption and estimated flows are within baseline parameters as of (B)(6) 2020. 4 low flow alarms have been logged since (B)(6) 2020 and 62 high watt alarms have been logged since (B)(6) 2020. As a result, the reported low flow and high power events were confirmed. Information received from the site indicated that, in addition to the low flow and high power events, the patient experienced elevated lactate dehydroge nase (ldh) and bilirubin levels. Additional information received from the site indicated that the patient was admitted due to suspected thrombus and the tpa treatment was successful. It was further reported that the patient experienced a peripheral wound infection. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus and infection are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a peripheral wound infection and the vad exhibited low flow alarms.